Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an atherectomy procedure using the turbohawk plus 6f device in the proximal segment of the left superficial femoral artery, removal difficulties were encountered, requiring the device to be pulled with resistance. The guidewire lumen was torn or ripped, and tip damage was observed, although the tip did not detach. Moderate resistance was noted when advancing the device, but no excessive force was used. The vessel exhibited moderate tortuosity, minimal calcification, and a chronic total occlusion with a lesion length of 250 millimeters and an artery diameter of 5-6 millimeters. The sheath used was a 6f terumo destination 45cm, and the guidewire was an asahi .014 gladius. The vessel was post-dilated with a 5x200 in.pact admiral device. No vessel damage, injury, or intervention occurred, and the device was safely removed. The procedure was completed using a new atherectomy th plus 6f device. No patient complications have been reported as a result of this event.